Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a ngen rf generator, us configuration and the patient experienced atrio-esophageal fistula that resulted in death. It was reported by j&j employee that a comment was received under an official post of the biosense webster "x" account on social media. This post was made on (B)(6) 2024. The cause of death was an atrio-esophageal fistula (aef). Death event had occurred with the use bwi products.

Manufacturer narrative:
Device investigation details: since no serial number was provided no product investigation can be performed, and the customer complaint cannot be confirmed. Additionally, since no serial number was provided, a manufacturer record evaluation could not be performed. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).